Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with diagnostic data collection. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect was activated for an implantable pulse generator (ipg) three months prior to implant and had out of range lead impedance measurements as no leads were connected. It was also reported at the post implant check for the check it was noted there was a false trigger for elective replacement indicator (eri) in two years. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.